Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a tlif/plf at l5-s1 using rhbmp-2/acs. The patient underwent a revision surgery secondary to ectopic bone formation 315 days post-op. "The l5 nerve root was compressed and abutted by what appeared to be heterotopic ossification in the canal. We aren't roofed this area.... And used osteotome's true move this offending fragment of bone which was actually projecting directly out of the disc space where the cage and bmp was."